Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) advised the staff that the surgeon could use another instrument to try and straighten the instrument wrist enough to remove the instrument. Caller confirmed staff was successful in removing the instrument. The tse advised caller to return the instrument for failure analysis. As of the date of this report, the instrument was not returned for evaluation. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to a faulty instrument, cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing refer to annex b and g for updated codes.